Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _ins_stimulator , product type: implantable neurostimulator. Analysis of the lead (lot# va0rjna) found no anomaly.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that during implant the lead produced high impedances, greater than 6,000 ohms, on contact 1 and 2. The lead was not implanted and replaced with a different lead. No symptoms were noted and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.